Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (pulse test relay stuck) has been confirmed. Upon investigation the monitor displayed a service code 105 (pulse test relay stuck). The cause for the failure was isolated damaging multiple components on the receptacle. The root cause for the damaged wires could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.